Event description:
It was reported the pump had a motor stall and "never recovered". A "fill/refill" and programming was performed. The patient had symptoms of increased spasticity. The pump was replaced and the patient was receiving effective therapy and was "doing fine" following the replacement. The pump was used to deliver lioresal (baclofen). The patient was also taking oral baclofen at the time of the event for the spasticity.

Manufacturer narrative:
(B)(4).